Manufacturer narrative:
The reported issue that newer pump modules are not passing due to pressure sensor and the error code appearing is 240.4150 could not be confirmed; no product or device logs were returned for investigation. The reported devices had no recorded pressure sensor issues during manufacturing and had no prior servicing recorded for pressure sensor issues. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. There was no patient involvement device was not returned to manufacturing facility.

Event description:
The customer reported they are doing pms on their "newer" pump modules, and a lot of them are not passing due to the pressure sensor. The code that's appearing is 240-4150. The customer reports that this seems to be a larger amount than in the past. There's no report of patient involvement.

Manufacturer narrative:
The reported issue that newer pump modules are not passing due to pressure sensor and the error code appearing is 240.4150 could not be confirmed; no product or device logs were returned for investigation. The reported devices had no recorded pressure sensor issues during manufacturing and had no prior servicing recorded for pressure sensor issues. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
The customer reported they are doing pms on their "newer" pump modules, and a lot of them are not passing due to the pressure sensor. The code that's appearing is 240-4150. The customer reports that this seems to be a larger amount than in the past. There's no report of patient involvement.